Manufacturer narrative:
Device was not implanted/explanted. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of the zero-p implant, the titanium parts separated from the peek parts intra-operatively. The zero-p implant separated during surgery for an anterior cervical disc fusion. It was reported that the time to remove the pieces caused approximately a twenty minute delay in surgery. It was reported that other parts from the system were used. The procedure was completed successfully and the patient outcome was reported as good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the 04.617.228s was received disassembled. The titanium plate is separate from the peek spacer. There is minor wear of the anodized surface on the anterior of the implant. The remainder of the implant is in good condition. The returned implant suggests the peek component separated from the plate. The surgeon tried to install two screws. The implant is designed to have a semi-rigid connection between the plate and spacer. The intent for this design was to decouple the plate from the spacer, so the plate could perform similar to an anterior plate, and the spacer could perform similar to an interbody spacer. This ¿decoupled" design scheme is meant to minimize the stress between the plate and spacer. Thus, the plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. As a result of the design, the spacer can dissociate from the plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the plate and spacer. The risk of dissociation in the patient post-op is low because the plate and spacer are loaded in the same directions in the spine. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so, however the most conservative solution is to use a new implant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.